Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from inflammation, discomfort, pain, and polyethylene particles to be released into the blood, tissue, and bone. Update 4/6/2015-pfs and medical records received. Pfs now alleges hip infection. A dor was provided. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for septic hip and pain. The patient had an I&d and the head and liner were exchanged. There was no mention of polyethylene particles being released. All implants are being reported as infection was alleged and confirmed. The complaint was updated on:4/23/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).